Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, customer continued to use the existing cartridge for insulin therapy. Customer¿s blood glucose (bg) level was "high"; specific value was not provided. Cause of bg was unknown. Customer administered a manual injection to address bg.